Event description:
It was reported that during an orthopedic total joint replacement procedure, the neptune manifold disposable was becoming clogged with bone fragments. No further event details were reported, and attempts to obtain additional information from the user facility have been unsuccessful.

Manufacturer narrative:
Device discarded by user facility.